Manufacturer narrative:
Additional information provided in g.1., h.3., h.6., and h.10. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that a patient experienced blurred distance vision, in the right eye after cataract surgery. Reporter stated that the aberrometry recommendation resulted in a myopic surprise. Intraocular lens (iol) was explanted. Additional information has been requested.